Event description:
This complaint is from a literature source. The following literature cite has been kiran m, yadav a, johnstone l, mcleod g, jariwala a. Comparative analysis of different total hip replacement implants used in a single health region of the united kingdom - minimum 15 years follow-up. Acta orthop belg. 2019 jun;85(2):192-198. Pmid: 31315009. Objective and methods: the purpose of this article is to escribe the functional and radiological results at minimum 15 years follow up of four groups of total hip replacement (thr) implants in 876 hips implanted between january 1995 and december 1999. Of the 876 hips, 387 were depuy charnley cemented stems with ogee all-poly cups. The remaining implants were competitor thas. The manufacturer of the cement utilized was not specified. This complaint will capture the events associated with the depuy charnley hips. Lot, model and catalog number are not available, but the suspected depuy device possibly associated with reported adverse events: cemented depuy charnley monopolar stem and depuy charnley ogee all-poly cup. Adverse event(s) and provided interventions associated with depuy devices: 12 dislocations, 12 superficial infections, 11 dvt, 5 reports aseptic loosening of an unknown device, 1 deep infection, 2 periprosthetic femoral fractures. The authors do not specify the treatment for the complications associated with the charnley thas. At the final 15 years follow-up, the charnley tha had a 98.5% survivorship, indicating that at least 6 of the charnley thas were revised.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4). Investigation summary no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.